Event description:
Reported that a pt exposed to a tee probe disinfected in cidex opa, experienced a stain on the side of their mouth, where the skin sloughed off. There is conflicting info whether there was a permanent scar on their cheek.